Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2018-25833. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins died in 2016 due to non-compliance with charging. The ins was replaced. The rep reported that they attempted to check impedance pre-operative and there was an ins telemetry failure. The rep reported that impedances were checked during the procedure and 0-7 were within normal limits and 8-15 were out of range. The rep reported that the 0-7 lead demonstrated good coverage bilaterally intra-operative and post-operatively. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that cause was not determined. It was reported the rep wiped off leads several time as an action/intervention to resolve the issue. The impedances have not been resolved.